Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged device leaking water. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed pieces of sound abatement foam in bottom of blower box. Sound abatement foam inside blower motor. Unknown contamination at the air inlet. Black specks in the bottom enclosure. Unknown white dust-like substance observed on top of the blower motor and blower motor seal. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating water ingress. Black contamination consistent with keratin at the outlet of the blower box. Black dust like contamination on inside of the bottom enclosure. Both sides of the blower box had sound abatement foam that looked like they had moisture. Initially device was not powered on due to rust/corrosion at dc power connector. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. The manufacturer was able to confirm customer allegation that device is leaking water. Section h6 was updated.